Event description:
During baxter's initial evaluation of this spectrum pump, it was found to alarm falsely for upstream occlusion.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. During baxter's initial evaluation the unit was found to alarm falsely for upstream occlusion. Further evaluation was unable to reproduce the false alarm, and found the fluid number readings from the upstream sensor to be within specification. The upstream sensor was replaced and calibrated per baxter's service procedure.